Event description:
High blood sugar levels [blood glucose increased]. Dribbling out onto her skin after the injection [injection site extravasation]. No control over the injection, no resistance on the push button [device issue]. Case description: this serious spontaneous case from australia was reported by a pharmacist as "high blood sugar levels" with an unspecified onset date, "dribbling out onto her skin after the injection" with an unspecified onset date and "no control over the injection, no resistance on the push button" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen (insulin delivery device) from unknown start date due to "diabetes", and mixtard 30/70 penfill (insulin human) from unknown start date due to "diabetes" with unknown dose and frequency. Patient's height, weight and body mass index (bmi) not reported. Medical history included diabetes (type and duration not reported). It was reported that on an unspecified date the patient presented with high blood sugar levels, getting a reading of 38 mmol/l. It was also reported that she had no control over the injection, there was no resistance on the push button and it was dribbling out onto her skin after the injection. The patient had used another vial and her blood sugar levels returned to normal. Action taken to mixtard 30/70 penfill was not reported. Action taken to novopen was not reported. The outcome for the event "high blood sugar levels" was recovered. The outcome for the event "dribbling out onto her skin after the injection" was not reported. The outcome for the event "no control over the injection, no resistance on the push button" was not reported.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), high blood sugar levels [hyperglycaemia], no control over the injection, no resistance on the push button [device issue], crack in glass vial cartridge [device breakage], lack of efficacy [drug ineffective], dribbling out onto her skin after the injection [injection site extravasation], hypoglycemia [hypoglycaemia]. Case description: this serious spontaneous case from australia was reported by a general practitioner as "high blood sugar levels" beginning on (B)(6) 2017, "no control over the injection, no resistance on the push button" beginning on (B)(6) 2017, "crack in glass vial cartridge" beginning on (B)(6) 2017, "lack of efficacy" with an unspecified onset date, "dribbling out onto her skin after the injection" beginning on (B)(6) 2017, "hypoglycemia" with an unspecified onset date, and concerned a 76 years old female patient who was used novopen (insulin delivery device) from unknown start date due to "type 2 diabetes", , with mixtard 30/70 penfill (insulin human) from unknown start date due to "type 2 diabetes", patient's height: 156 cm. Patient's weight: 99 kg. Patient's bmi: 40.680. Concomitant products included - novofine (32g)(needle), humalog(insulin lispro), diabex s.r.(metformin hydrochloride). On an unknown date in (B)(6) 2017, there was a crack in glass vial cartridge. The patient missed 2 doses of 22 and 20 units. On (B)(6) 2017 (monday) the blood glucose levels started to rise and by tuesday (B)(6) 2017 it was high all day and didn't seem to come down (hyperglycaemia). On (B)(6) 2017, the patient noticed that the needle was showing no resistance on the push button when it was being administered, so the patient decided to go to the chemist and find out if this could happen or not, it was also dribbling down the stomach. The patient had no had no control over the injection. The chemist said it was possible but advised the patient to go to the doctor and the patient did the same. By wednesday (B)(6) 2017 the metre just read high then 1/4 hr [hour] later 37mmol/l, then 1/4 hr later high so they called the doctor in and they checked blood pressure etc. Everything seemed to be fine. With them watching, the patient had to use a new cylinder and give herself 20 units and do a reading every hour and ring the doctor. The reading started going down until the 5 pm reading which was down to 10 mm, so the conclusion was it had to be the capsule. The readings had been as usual ever since. When patient replaced faulty cartridge she had no further problems. The patient had used another vial and her blood sugar levels returned to normal (B)(6) 2017. On (B)(6) 2017 patient hba1c level was reported 7.0 %. On (B)(6) 2017 patient hba1c level was reported 7.2 %. Action taken to mixtard 30/70 penfill was reported as not reported. On (B)(6) 2017 the outcome for the event "high blood sugar levels" was recovered. The outcome for the event "no control over the injection, no resistance on the push button" was not reported. The outcome for the event "crack in glass vial cartridge" was not reported. The outcome for the event "lack of efficacy" was not reported. On (B)(6) 2017 the outcome for the event "dribbling out onto her skin after the injection" was recovered. The outcome for the event "hypoglycemia" was not reported. Since last submission the case has been updated with the following: new event "crack in glass vial cartridge" added. New reporter added. Suspected product mixtard 30/70 penfill stop date was removed and action taken updated from product discontinued to not reported. Patient demography updated. Event "high blood sugar levels" and "no control over the injection, no resistance on the push button ", "dribbling out onto her skin after the injection" onset date and reporter causality updated. Usage of device updated. Lab data updated including patient hba1c level. Concomitant products updated. Narrative updated accordingly.

Event description:
High blood sugar levels, blood glucose increased. No control over the injection, no resistance on the push button, device issue. Lack of efficacy, drug ineffective. Dribbling out onto her skin after the injection, injection site extravasation. Hypoglycemia. Case description: this serious spontaneous case from australia was reported by a pharmacist as "high blood sugar levels" with an unspecified onset date, "dribbling out onto her skin after the injection" beginning on (B)(6) 2017, "no control over the injection, no resistance on the push button" beginning on (B)(6) 2017, "lack of efficacy" with an unspecified onset date, "hypoglycemia" with an unspecified onset date, and concerned a 76 years old female patient who was treated with novopen (insulin delivery device) from unknown start date due to "type 2 diabetes", , mixtard 30/70 penfill (insulin human) 22 u, qd from unknown start date to (B)(6) 2017 due to "type 2 diabetes", patient's height: 158.7 cm. Patient's weight: 99 kg. Patient's bmi: 39.307. Medical history included type 2 diabetes (duration not reported) (3 monthly test within range) and pyelitis. The patient was a mother of three children. Family history includes type 2 diabetes (patient's nanna on mum's side, younger sister), type 1 diabetes (brother and uncle), schizophrenia (younger sister), bowel cancer (mother ), breast cancer(her sister), stroke (father). Concomitant products included - novofine (32g)(needle). It was reported that the patient was on 22 units of mixtard along with "4 units quick acting" (unspecified and non codable). Injection was done into the upper body. It was reported that on an unspecified date on monday the blood glucose levels started to rise and by tuesday it was high all day and didn't seem to come down. By wednesday the metre just read high then 1/4 hr [hour] later 37mmol/l, then 1/4 hr later high. The patient noticed that the needle was showing no resistance on the push button when it was being administered, so the patient decided to go to the chemist and find out if this could happen or not, it was also dribbling down the stomach. The patient had no had no control over the injection. The chemist said it was possible but advised the patient to go to the doctor and the patient did the same. The reading for them was reading high, so they called the doctor in and they checked blood pressure etc. Everything seemed to be fine. With them watching, the patient had to use a new cylinder and give herself 20 units and do a reading every hour and ring the doctor. The reading started going down until the 5 pm reading which was down to 10 mm, so the conclusion was it had to be the capsule. The readings had been as usual ever since. The patient had used another vial and her blood sugar levels returned to normal. The patient suspected lack of efficacy of mixtard 30/70 penfill as the pen didn't have the resistance to control the speed of input of the insulin. Mixtard 30/70 penfill was not injected into an area with lumps under the skin. No recent changes to diet or exercise/physical activity. Mixtard 30/70 penfill, was stored in accordance with labelled storage conditions prior to and during use. Brand and length of needle used at the time of the event was novofine 32g tip nr 6. The injection was done into flat skin. A new needle was used for each injection. The needle was not attached to the insulin delivery device in between injections. The patient found that it was easier to inject. The patient was trained by a healthcare professional in the use of their insulin delivery device. It was also reported that on an unknown date the patient had recent episodes of hypoglycemia. Action taken to mixtard 30/70 penfill was reported as product discontinued. Action taken to novopen was not reported. On (B)(6) 2017 the outcome for the event "high blood sugar levels" was recovering/resolving. The outcome for the event "dribbling out onto her skin after the injection" was not reported. The outcome for the event "no control over the injection, no resistance on the push button" was not reported. The outcome for the event "lack of efficacy" was not reported. The outcome for the event "hypoglycemia" was not reported. Investigation results: novopen: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Investigation results: mixtard® 30/70 penfill® 3ml - batch fr73862 a visual examination of the returned product was performed.inv-0376804:a visual examination of the returned product was performed. Non-conformity-related documentation examined. No irregularities recorded therefore no further action. Batch history from final qc-release examined. A reference sample was examined. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. The batch documentation has been reviewed. Nothing abnormal was found. There is no evidence of chips and cracks generation during filling and/or inspection process.inv-0378376: non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation was reviewed the batch records show that documentation regarding line clearance, control equipment and process checks were found to be acceptable. The batch documentation has been reviewed. Nothing abnormal was found. The returned product was examined visually and the cartridge was cracked. In addition, leakage was observed. A few lines of breakage originating at the open end and propagating along the glass were observed. The pattern of the cracks indicates that the glass has been subject to a low energy stress. Due to the cracks, the dosage can be inaccurate and closure integrity can be compromised; therefore the product should not be used. Glass containers are 100 % automated inspected for cracks in the production area at novo nordisk. The breakage is due to incorrect handling of the product after it has left novo nordisk.inv-0379626:a reference were examined macroscopically and microscopically. Parameters identity, assay and degradation were also performed. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Since last submission the case has been updated with the following: patient details; lab data updated; edical history updated; suspect product updated with dose details, action taken with stop date and updated diagnosis for use; event outcome updated, event description updated, event details updated; reporter causality and comment updated; concomitant medical product added; investigation results; manufacturer's comment; narrative updated accordingly. Manufacturer's comment/company comment: 13-feb-2018: as the device novopen has not been returned to novo nordisk a/s for investigation and very limited information. Regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). In addition the returned mixtard 30/70 penfill was examined visually and the cartridge was cracked.the pattern of the cracks indicated that the glass has been subject to a low energy stress.due to the cracks, the dosage can be inaccurate and closure integrity can be compromised; therefore the product should not be used.the breakage was considered to be due to incorrect handling of the product after it had left novo nordisk.the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novopen and mixtard 30/70. Reporter comment: the reading started going down until the 5 pm reading which was down to 10 mm, so the conclusion was it had to be the capsule. The readings had been as usual ever since. Continued: evaluation summary no investigation was possible, because neither sample nor batch number was available.